Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had a new system implanted in (B)(6) 2013. Last year the patient had an MRI performed, and the MRI reportedly ¿fried his device.¿ it was reported that the patient believed it was a full body MRI, but that he did not remember much about the incident. It was further reported that the patient did not experience any bodily harm other than a non-functioning device.